Event description:
The complainant had placed an impella cp for the support of a patient. The day after the implant the pump alarmed, and the team disabled the placement signal. The patient expired while on support.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data analysis: the case started on (B)(6) 2025, and within just 40 seconds of activating the pump, several alarms were triggered, including the "impella in ventricle" alarm along with error messages stating, "invalid sample due to signal-to-noise (snr) ratio below minimum" and "algs suspended opm signal invalid." After 18 hours of pump operation, another alarm indicated a "placement signal low," accompanied by multiple notifications of "impella position unknown," "impella in aorta," and "impella in ventricle." Notably, the monitoring for the placement signal was disabled after one day of pump operation, which led to no further alarms being triggered. The pump was ultimately stopped after 1 day and 9 hours of continuous use. The lt log and rt log data exhibited low snr values, and the placement signal was also found to be low. However, the amplitude for the placement signal appeared to be satisfactory. Further investigating found that the same low snr was seen throughout the next cases. Device analysis: the console was returned to field service for further investigation, as the reported complaint could not be reproduced. During the inspection, visible light was observed coming out from the external optical pump connector. Additionally, an analog output from the charge-coupled device array of the optical bench did not show any distortions. The voltage supplied to both the optical bench and the bulb was confirmed to be functioning correctly. However, upon measuring the "5s" parameter using the optical cavity, it was found that the snr (signal-to-noise ratio) values were lower than the specified thresholds outlined in the pm procedure. Root cause: the root cause for the placement signal being dampened and positioning alarms was due to the defective optical bench with low snr. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.